Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a trial patient who was using an external neurostimulator (ens) for non ob structive urinary retention. The advanced evaluation began on (B)(6) 2022. It was reported that the patient stated they are really struggling with having a bowel movement, since they have not had one since the procedure.  There were no device issues reported, and no further patient complications reported at this time. Additional information was received from the patient. They reported that they had pain in their urethra and bowel area as if something is sticking out. Today their urine was very dark and painful. Patient only had one bowel movement so far. Patient was also getting uncomfortable twinges. Troubleshooting assisted in bringing down the stimulation. While changing stimulation, there were some communication errors. Patient tried the retry button and this stopped. Troubleshooting assisted in bringing down stimulation from 1.3 on program 2 to 1.0 where they said they were much more comfortable. Troubleshooting advised patient to confer with their doctor for the dark urine. Additional information was received from the patient on 2022-apr-26. They reported that they went to their doctor yesterday because the bandage fell off and they thought the lead wire had pulled out. The patient was experiencing a lot of discomfort and the programmer was adjusted to a comfortable level. Patient was given something to help them have a bowel movement as well. Patient said they feel better now and thinks the therapy is working for them.